Event description:
Nurse took a 1000ml bag out of medication. Hung the solution on an IV pole and primed the bag. Took the solution bag to the patient's room and hung it on another IV pole. Patient told nurse that she was getting wet immediately after the solution was hung. Nurse discovered the IV bag was leaking from the top of the bag. It appears that the bag split open and solution poured out of the hole. No harm to the patient.